Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose values were 437mg/dl and 596mg/dl. Customer took an injection of 30units. Customer did not want to troubleshoot the pump. Insulin pump will not be returned for analysis.